Manufacturer narrative:
H3 ¿ analysis of the communicator found ¿failed final functional test.¿ no anomalies were visually observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient regarding their external equipment. The patient reported that 'it's been going down a few days,' then stated for the last 'several days,' their communicator had been 'not holding a charge long'. Patient stated this had never happened to them before. Patient stated they charge both their handset and communicator, they would charge, but then 'right away after it charges, it switches back to orange right away.' Patient stated they had to charge the communicator 'constantly.' Patient confirmed the communicator would charge to green, but then would turn back or orange after 1 use of just a few minutes. Patient stated the cord might be a little loose in the port when they plugged the cord into the communicator on the call. Patient also mentioned the communicator indicator light 'blinked with the cord pushed in.' A request was sent to repair to replace the communicator.

Manufacturer narrative:
Continuation of d10: product ID: tm90t0, serial# (B)(6), product type: accessory. Section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 16-jul-2024, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.